Event description:
The complaint received states that during use two microwires, agility 14 standard (614481 / 273690) & agility 14 soft (614482 / 274121) unraveled/stretched. ¿those 2 mw stretched during balloon assisted coiling technique. First, the physician tried to use 614482 agility 14 soft mw and after crossing calcified stenotic lesion, the tip of the mw was stretched. So he used another agility 14 std mw to cross the tight lesion. But the mw was also stretched. He finally finished the procedure with a transcend .014 wire¿. There was no report of injury for the patient. The product was not resterilized. The product was not removed from the dispenser by the distal floppy end. The wire was not kinked/damaged in any way prior to being inserted into the patient. The wire was reshaped by the user. The shaping mandrel which is enclosed in the package was used for re-shaping. The wire was not used for another lesion prior to the event. This is an mca, described as calcified stenosis on the ica proximal. This was an approximately 95% stenosis. A ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. The tip of the wire was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the lesion. The wire behaved normally when torqued. There was no reported resistance/friction during the procedure. The wire kinked while being used. The wire was not advanced through the struts of an existing stent. The tip did not prolapse during placement. The tip of the wire was successfully advanced into the distal vasculature. The wire was jailed behind a balloon for a time during the procedure. The wire became caught in the v of the calcified stenotic lesion. The wire was not torqued against resistance. The wire was removed intact. There was no adverse event reported for the patient. There is no patient information available. Procedural films are not available.

Manufacturer narrative:
(B)(4), report 2 of 2. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use two microwires, agility 14 standard (614481 / 273690) & agility 14 soft (614482 / 274121) unraveled/stretched. ¿those 2 mw stretched during balloon assisted coiling technique. First, the physician tried to use 614482 agility 14 soft mw and after crossing calcified stenotic lesion, the tip of the mw was stretched. So he used another agility 14 std mw to cross the tight lesion. But the mw was also stretched. He finally finished the procedure with a transcend .014 wire¿. The product was not resterilized. The product was not removed from the dispenser by the distal floppy end. The wire was not kinked/damaged in any way prior to being inserted into the patient. The wire was reshaped by the user. The shaping mandrel which is enclosed in the package was used for re-shaping. The wire was not used for another lesion prior to the event. This is an mca, described as calcified stenosis on the ica proximal. This was an approximately 95% stenosis. A ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. The tip of the wire was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the lesion. The wire behaved normally when torqued. There was no reported resistance/friction during the procedure. The wire kinked while being used. The wire was not advanced through the struts of an existing stent. The tip did not prolapse during placement. The tip of the wire was successfully advanced into the distal vasculature. The wire was jailed behind a balloon for a time during the procedure. The wire became caught in the v of the calcified stenotic lesion. The wire was not torqued against resistance. The wire was removed intact. There was no adverse event reported for the patient. There is no patient information available. Procedural films are not available. There was no report of injury for the patient. Per concert medical report: the agility 14 soft showed a coil stretch distal to the midjoint. Otherwise the device was intact. The agility 14 standard exhibited a corewire break at the transition between the flattened sections. The entire tip device was removed and available for analysis. The corewire dimensions were within specification and there was no corrosion evident. There appeared to be a bend or kink at the transition (0.3¿ from the tip) along with some elongation that is consistent with a tensile failure. DHR review was performed and no known non-conformities were found. The event description and the device appearances strongly suggest that the guidewire were used in manners that exceeded their design specification limits. The reported failure by the costumer as ¿distal tip- unraveled/stretched¿ was confirmed due to product received conditions. The event description and the device appearances strongly suggest that the guidewire were used in manners that exceeded their design specification limits. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. The reported failure by the costumer as ¿distal tip- unraveled/stretched¿ was confirmed due to product received conditions. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.